Event description:
Customer reported that certain alerts on the device may not be audible. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.